Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6) 2023. During examination, it was noted that the right ventricular (rv) lead was sensing noise. Programming changes were not performed. There were no adverse consequences to the patient.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced on (B)(6) 2023 due to noise. The patient was in stable condition.